Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly. The buttons were sticky and had to press multiple times. Insulin pump had rejected new batteries during replacement. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.